Event description:
Rec'd notice of complaint concerning above product from complaint form filed by facility. Director of nursing reports a hemolysis event due to a kink in the arterial blood line. Reports that the line was not placed in the line guide resulting in the kink. The charge nurse noticed the kink during a routing check. Blood drawn and spun to check for hemolysis. Hemolysis noted, treatment discontinued without reinfusion of the pt's blood. Estimated blood loss approx 250cc. Don reports that the pt remained in the facility thirty minutes for observation, per md order. The pt was then discharged to home in stable condition. A medwatch form was filed based on bloodloss.